Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2026. Patient also experienced high blood glucose level at the time of the event. Therefore, patient took insulin pump to resolve the issue. No further information available.